Manufacturer narrative:
Failure analysis noted that the insulin pump had no button due to corroded keypad traces. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case near display window corners and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump was exposed to sweat and was not working. The customer stated that the pump was dropped in water and placed in rice to soak up the moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.